Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a dirty light guide lens and dirty objective lens caused a scratched lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was identified during device inspection, the subject device had dirt on both the light guide lens and objective lens although the facility cleaned and disinfected the device before returning it to olympus.